Event description:
It was reported that the screwdriver broke.

Manufacturer narrative:
Correction - please refer to h6 device code. The reported event could not be confirmed since the returned device is found to be fully functional. The device inspection revealed the following: the received screwdriver was observed to have minor dent marks on the corners of hexagonal tip of the screwdriver. It suggests that excess force is being applied to rotate the screwdriver due to which the gap between fixed and movable blade has increased slightly. No other abnormalities observed. A functional test was done for the received screwdriver and sleeve using a sample screw. It was observed that the screwdriver can hold the screw which shows that the product is functional. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The device is still functional in spite of having minor dent marks and deformation due to excess rotational force. Therefore, the root cause was attributed to be user related. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that the screwdriver broke.